Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed in the esophagus on (B)(6) 2020. According to the complainant, during the procedure, it was noted that there was a very small hole in the balloon. The procedure was completed with another cre pro wireguided dilatation balloon. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed in the esophagus on (B)(6) 2020. According to the complainant, during the procedure, it was noted that there was a very small hole in the balloon. The procedure was completed with another cre pro wireguided dilatation balloon. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block h6: problem code 1504 captures the reportable event of balloon pinhole. Block h10: investigation results a visual examination of the returned complaint device found that the balloon was burst. Based on the available information, it is possible that factors encountered during the procedure, such as handling of the device, the technique used by the physician, the interaction with the scope and normal procedural difficulties encountered during the procedure could have possibly affected the device performance and its integrity contributing to the reported failure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.